Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information and device evaluation results. The device had been changed out for normal battery depletion during a lead revision procedure. The reported observations were found to be due to a lead issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial (ra) channel. The noise appeared to be from the minute ventilation signal and it was oversensed, resulting in inappropriate mode switches. At this time, the patient was brought in for further evaluation. The noise could not be reproduced during testing and the minute ventilation sensor was turned off. A revision is expected to occur, but has not yet taken place. At this time, the system remains in service. No adverse patient effects were reported.